Event description:
An end user reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. It was reported that the tip detached from the end of the laser; the procedure was completed with this device, and the patient remained unaffected. Based on additional information from the rep on 12 may 2026, it was noted that the distal outer tip ring was left behind in the patient, which will result in surgery for this patient.

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).